Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted via phone and stated that the head of the brush head did not stay on, it was coming off in his/her mouth. No symptoms were reported.

Event description:
Consumer contacted via phone and stated that the head of the brush head did not stay on, it was coming off in his/her mouth. No symptoms were reported.

Manufacturer narrative:
06-mar-2020 product investigation results: product return was received and evaluated. No failure could be identified, the product is according to specifications.